Event description:
Essure contraceptive device was implanted in (B)(6) 2008. Three months after implantation, a hysterosalpingogram determined fallopian tubes were blocked. At that time, ceased oral contraceptives. Within one year, developed cystic acne. Doctor prescribed spironolactone. Within months of developing cystic acne, developed menorrhagia (heavy, lengthy periods). Doctor prescribed oral contraceptives. Began experiencing a significant hair loss from scalp and eyebrows (2009). Pre menstrual syndrome intensified following implantation. Within three years of implantation, painful, nighttime, unexplained toe and foot cramps began (2010). Doctor unable to diagnose following electrolyte and blood testing. Developed gallstones requiring removal of gallbladder (2012). Started experiencing migraines during menstruation lasting three days. Doctor proscribed estrogen to take during menstrual cycle.